Event description:
It was reported that the patient developed methicillin-resistant staphylococcus aureus (mrsa) infection at the implantable pulse generator (ipg) site. Symptoms of discharge at site were noted. The patient was given antibiotics. The patient underwent spinal cord stimulation (scs) explant procedure. Patient is recovering. The explanted device was not returned.

Event description:
It was reported that the patient developed methicillin-resistant staphylococcus aureus (mrsa) infection at the implantable pulse generator (ipg) site. Symptoms of discharge at site were noted. The patient was given antibiotics. The patient underwent spinal cord stimulation (scs) explant procedure. Patient is recovering. The explanted device was not returned.

Manufacturer narrative:
Block d2b: pro code (product code): qrb additional suspect medical device components involved in the event: product family: scs-extension; upn: m365sc3138250; model: sc-3138-25; serial: (B)(6); batch: 7073698; UDI: (B)(4). Product family: scs-lead fixation; upn: m365sc43180; model: sc-4318; batch: 20911813; UDI: (B)(4).

Event description:
It was reported that the patient developed methicillin-resistant staphylococcus aureus (mrsa) infection at the implantable pulse generator (ipg) site. Symptoms of discharge at site were noted. The patient was given antibiotics. The patient underwent spinal cord stimulation (scs) explant procedure. Patient is recovering. The explanted device was not returned.

Manufacturer narrative:
Block d2b: pro code (product code): qrb. Additional suspect medical device components involved in the event: product family: scs-extension. Upn: m365sc3138250. Model: sc-3138-25. Serial: (B)(6) batch: 7073698. UDI: (B)(4). Product family: scs-lead fixation upn: m365sc43180 model: sc-4318 batch: 20911813 UDI: (B)(4). Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI. Upn: (B)(4). Model: sc-1232. Serial: (B)(6) batch: 793200 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6), batch: 21442766 UDI: (B)(4). Product family: scs-linear leads upn: (B)(4). Model: sc-2218-70 serial: (B)(6) batch: 21442766 UDI: (B)(4).

Manufacturer narrative:
Block d2b: lgw, qrb.additional suspect medical device components involved in the event:product family: scs-extension.upn: m365sc3138250.model: sc-3138-25.serial: (B)(6).batch: 7073698.UDI: (B)(4).product family: scs-lead fixation.upn: m365sc43180.model: sc-4318.batch: 20911813.UDI: (B)(4).additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI.upn: m365sc12320.model: sc-1232.serial: (B)(6).batch: 793200.UDI: (B)(4).product family: scs-linear leads.upn: m365sc2218700.model: sc-2218-70.serial: (B)(6).batch: 21442766.UDI: (B)(4).product family: scs-linear leads.upn: m365sc2218700.model: sc-2218-70.serial: (B)(6).batch: 21442766.UDI: (B)(4).sc-3138-25 (sn (B)(6)).sc-3138-25 (sn (B)(6)).sc-4318 (b/ln 20911813).investigation result:the device was not returned to boston scientific for analysis.device history record:a review of the device history record (DHR) confirmed that the device met specification prior to shipping. Labeling review:a labeling review did not reveal any anomalies as it states: " possible surgical procedural risks are: temporary pain at the implant site, infection, cerebrospinal fluid (csf) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis. " is a known risk with the use of spinal cord stimulation (scs). Investigation conclusion:based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.